Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing and a lead integrity alert (lia) was triggered for short interval counts (sic) and high rate non-sustained episodes. The patient was noted to be having premature ventricular contractions (pvc). It was also reported that the lia was "false" and was "too sensitive" for the pvcs. It was noted that the patient received several appropriate shocks for fast ventricular tachycardia (vt). It was also noted that the patient had low potassium levels. The rv lead remains in use and no intervention was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).